Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown baclofen (unk mcg/ml at unk mcg/day), clonidine (unk mcg/ml at unk mcg/day), and unknown morphine drug (unk mg/ml at unk mg/day) via an implantable pump for unknown indications for use. It was reported that he had his pump filled a week ago and it was still beeping. The patient confirmed that his pump had reached a low reservoir status prior to the refill. The agent reviewed information related to clinician programmer software update and pumps with concurrent alarms; reviewed that alarm will need to be silenced with an update at healthcare provider (hcp) office. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received from a consumer (con) reporting that the patient went to pain management and they tried to silence the alarm the tablet and the pump was still beeping every hour.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.